Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed compromised force sensor system and drive support cap was sticking out. Customer¿s blood glucose was 222mg/dl at time of incident. Customer advised to discontinue use of insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.